Event description:
It was reported that the implanted cardioverter defibrillator (ICD) exhibited post paced t-wave oversensing. Additional information was requested but was not received.

Event description:
Additional information received confirmed that as a resolution programming changes were made. The patient condition was stable.